Event description:
General report received of an unspecified number of undocumented incidents of separations. On unspecified dates, the male adapter of unspecified power injector tubing sets were connected to the clave port of the extension tubing sets and was being used to deliver unspecified volumes of optiray contrast medium, at unspecified rates, via power injectors. The male adapter of the extension tubing sets were connected to the pts' IV access site. After unspecified lengths of time during the injections, the tubing separated from the clave port of the extension tubing sets. The customer contact reported that unspecified volumes of solution leaked. The tubing sets were replaced and procedures were resumed. There were no reports of adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete.